Event description:
Patient had a red alert on carelink for rv unipolar impedance warning. The measurement was 190ohms (threshold at 200ohms). It was a single measurement. The lead is an myxospore epicardial. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).